Event description:
It was reported that, after undergoing a tka on (B)(6) 2018, the patient suffered a fractured distal femur upon falling out of bed. In response to this adverse event, a revision surgery was performed on (B)(6) 2023 in which all components were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the lgn hk fem assembly sz 7 lt. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the clinical root cause of the distal femur fracture is likely related to the patient¿s fall out of bed as reported. Based on the information provided, it cannot be concluded that the reported femur fracture and subsequent revision surgery were related to a malperformance of the implant. The patient impact is limited to the revision surgery and the associated recovery period. No further clinical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that femur fractures have been identified in possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Based on the information provided, the unsatisfactory experience could be confirmed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.